Manufacturer narrative:
(B)(4). Fourteen cut guides were returned with complaint for review; it is unknown which cut guide was used at the time the event was noted. Visual exam revealed the cut guide had burrs in the drill holes. Devices appeared to have been heavily used over the course of time in the field. The lots indicate that the instruments were in the field for a range of 3 to 5 years and been used an undetermined amount of times however the wear indicates that the devices have been heavily used. The device is used for treatment. Based on the review of the device it is highly likely the cause of this failure is normal wear and tear however a definitive root cause cannot be determined with the information provided. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that the drill is catching in the cut guide. The surgeon reports that this is a recurring issue. There are 14 cut guides being returned; it is unknown which device was initially noted to have the reported condition.